Manufacturer narrative:
The reported condition was confirmed however, the exact cause could not be reliably determined.

Event description:
The suture was used during an unspecified procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported no pt injury occurred.